Event description:
The customer reported the monitor is defective, no live image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. (B) (4)